Event description:
It was reported the electrodes did not fully deploy and a slight parenchymal hemorrhage and a narrow pneumothorax occurred, treatment was terminated. Two leveen coaccess/3.5/15/15 electrodes were used in a lung ablation procedure. Mechanical testing was performed successfully outside of the patient. The first coaccess needle was then placed in the tumor. Despite the full advance of the shield electrode (i.e. Complete release when viewed from the outside), the shield is only unfolded with a maximum diameter of 1 cm within the lungs. Repositioning was performed several times: retraction and release of the needle in the same position / slightly rotated, retraction and removal of the shield electrode with a renewed test of the release outside the body - which succeeds without problems, the minimal advance of the coaccess needle and renewed release of the shield electrode. None of the maneuvers lead to the full deployment of the wing. Individual hooks on the umbrella cross each other in situ. To avoid the spread of tumor cells, the 1 cm expanded screen is used to ablate 2 cycles in the position it has reached, the technical process being inconspicuous. To ensure complete tumor ablation, the second set of 3.5 cm leveen coaccess, extracorporeal tested successfully, the shielding electrode is inserted over the old coaccess needle. The umbrella could not be fully unfolded in the desired position either. Ultimately, the coaccess needle is placed well behind the tumor. Here complete unfolding of the umbrella and 2 cycles of ablation. Withdrawal of the needle and renewed technically correct release of the needle, 2 cycles of ablation. In the desired end position after a renewed retraction; however, the screen does not open completely again. The operation was then terminated. A slight parenchymal hemorrhage, narrow pneumothorax was noted, no intervention was required. In out control computed tomography (CT) scan, done 2 days after treatment, revealed the ablation necrosis tightly encloses the tumor. So at this point, the necrosis might be big enough for total ablation, a recommended positron emission tomography (pet CT) scan to control the result, and search for a left vital tumor in 3 months. Another ablation may be needed. Whether a sufficiently large ablation zone could be achieved with a safety margin, unfortunately, cannot be assessed based on the control CT. At this point, it is uncertain if the whole tumor is ablated. The patient is fine and has left the institution.

Manufacturer narrative:
Device evaluated by manufacturer: no visual damage or defects were observed on the electrode. The tines extended and retracted without resistance during functional evaluation. Therefore, the reported complaint related to "needle/tines difficult to extend" was not confirmed.

Event description:
It was reported the electrodes did not fully deploy and a slight parenchymal hemorrhage and a narrow pneumothorax occurred, treatment was terminated. Two leveen coaccess/3.5/15/15 electrodes were used in a lung ablation procedure. Mechanical testing was performed successfully outside of the patient. The first coaccess needle was then placed in the tumor. Despite the full advance of the shield electrode (i.e. Complete release when viewed from the outside), the shield is only unfolded with a maximum diameter of 1 cm within the lungs. Repositioning was performed several times: retraction and release of the needle in the same position/slightly rotated, retraction and removal of the shield electrode with a renewed test of the release outside the body - which succeeds without problems, the minimal advance of the coaccess needle and renewed release of the shield electrode. None of the maneuvers lead to the full deployment of the wing. Individual hooks on the umbrella cross each other in situ. To avoid the spread of tumor cells, the 1 cm expanded screen is used to ablate 2 cycles in the position it has reached, the technical process being inconspicuous. To ensure complete tumor ablation, the second set of 3.5 cm leveen coaccess, extracorporeal tested successfully, the shielding electrode is inserted over the old coaccess needle. The umbrella could not be fully unfolded in the desired position either. Ultimately, the coaccess needle is placed well behind the tumor. Here complete unfolding of the umbrella and 2 cycles of ablation. Withdrawal of the needle and renewed technically correct release of the needle, 2 cycles of ablation. In the desired end position after a renewed retraction; however, the screen does not open completely again. The operation was then terminated. A slight parenchymal hemorrhage, narrow pneumothorax was noted, no intervention was required. In out control computed tomography (CT) scan, done 2 days after treatment, revealed the ablation necrosis tightly encloses the tumor. So at this point, the necrosis might be big enough for total ablation, a recommended positron emission tomography (pet CT) scan to control the result and search for a left vital tumor in 3 months. Another ablation may be needed. Whether a sufficiently large ablation zone could be achieved with a safety margin, unfortunately, cannot be assessed based on the control CT. At this point, it is uncertain if the whole tumor is ablated. The patient is fine and already left our institution.